Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid and abdominal pain. The cause of event was unknown. The patient was hospitalized for the event and discharged after ten days. The patient was treated with ceftriaxone injection (250 mg in each cycle, route, frequency and duration were not reported, ongoing) and amikacin injection (250 mg once a day route, frequency and duration were not reported, ongoing) for peritonitis. At the time of this report, the patient has recovered from the event and pd therapy was ongoing. No additional information is available.